Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area but was not discovered on the external of the cassette. The film on the back of the cassette was not loose. Fluid leaked from an unknown location. The patient stated the cycler prompted with an m31 air detected in cassette warning prior to the leak. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the cycler alarm. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Upon follow-up, the pdrn stated the patient was able to complete treatment using manuals on the night of the reported event. Per pdrn they were not sure where the leak was coming from and stated there were no injuries. No patient adverse effects were experienced, and no medical intervention was required.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area but was not discovered on the external of the cassette. The film on the back of the cassette was not loose. Fluid leaked from an unknown location. The patient stated the cycler prompted with an m31 air detected in cassette warning prior to the leak. The patient was advised to discontinue use of the cycler and the cycler was replaced due to the cycler alarm. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Upon follow-up, the pdrn stated the patient was able to complete treatment using manuals on the night of the reported event. Per pdrn they were not sure where the leak was coming from and stated there were no injuries. No patient adverse effects were experienced, and no medical intervention was required.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.